Manufacturer narrative:
(B)(4).technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to run a ground isolation test and was instructed to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that a 804 ventilator generated an inoperative diagnostic message. The ventilator was not in use on a patient at the time of the reported event.